Event description:
Tampons become unraveled during removal, retained- vagina. [Foreign body in reproductive tract] tampons become unraveled [device breakage] tampons become unraveled as removing them [complication of device removal] case description: consumer reported via e-mail that tampons unraveled as she was removing them. No serious injury reported.

Event description:
Tampons become unraveled during removal, retained- vagina [foreign body in reproductive tract]; tampons become unraveled [device breakage]; tampons become unraveled as removing them [complication of device removal]. Case narrative: consumer reported via e-mail that tampons unraveled as she was removing them. No serious injury reported.